Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure the vasoview hemopro 2 packaging was damaged to the unopened kit the inside and outer cartons was not damaged. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.